Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date implanted - (B)(6) 2015.

Event description:
It was reported that patient underwent a bi-polar hemiarthroplasty in (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation. During the procedure, the modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensional evaluation found component to be within appropriate design specification. Corrective actions have been initiated to address the reported issue.